Event description:
It was reported that during an angioplasty procedure, balloon deflation and withdrawal difficulty occurred. The 70% stenosed and de novo lesion was located in the non calcified and mildly tortuous superficial femoral artery (sfa). Vascular access was obtained via the right femoral artery through contralateral approach. The lesion was dilated with a 7mm x 4mm x 150mm ultra-thin diamond 3 times, 10-12 atms for 5 to 15 seconds. No inflation difficulties were encountered. Under fluoro contrast media was seen still present in the balloon. The physician attempted to deflate the balloon by using negative pressure with both an inflation device and a syringe. Upon attempting to withdraw the balloon catheter, significant resistance was encountered due to lack of proper deflation. The balloon catheter was removed from the pt intact without incident. The procedure was successfully completed with this device and the physician rated the angiography results as good. No pt injuries or complications were reported. The pt's status was reported as "fine."

Manufacturer narrative:
Very elderly. The complainant indicated that the guide wire will not be returned for evaluation; therefore a failure analysis of the complaint guide wire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.